Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the battery longevity value from interrogation did not match the remote monitoring value. Based on the data, the physician decided the remote monitoring value was more accurate. The patient will continue to be monitored. The patient was stable.